Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported after a recent fall, the pt developed new pain. Subsequently, the pt underwent surgical intervention to revise the lead to cover the new pain. Diagnostic testing revealed low impedance readings and the physician noted fluid in the ipg header. The pt's ipg was replaced with a new one. The pt is now receiving effective stimulation.